Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed and identified a 1 mm black particle that had no regular shape. Digital light microscopy and fourier transform infrared spectroscopy identified the particle to be a polyethylene fragment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a empty eva bag had a dark impurity after being compounded with total parenteral nutrion solution. It is unknown at what process step this issue was discovered. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.